Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (alarm 29 - motor cart range low) occurred with multiple cartridges during the load process. Blood glucose was 140 mg/dl. During tandem technical support follow up with the customer, it was confirmed that manual injections were available as alternate insulin therapy.